Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products - model: dtbb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2015. Model: 407658, lead; implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead displayed high/undefined superior vena cava (svc) defibrillation coil impedance, and oversensing of non-physiologic events. A lead fracture is suspected. The lead was extracted and replaced. No patient complications have been reported as a result of this event.